Event description:
The patient presented in clinic due to chest pain, upon interrogation it was noted there was low pacing impedance on the right ventricular (rv) lead. Fluoroscopy was performed and no anomalies were noted. An echocardiogram was performed and revealed a pericardial effusion in the right ventricle, then a CT scan was performed and revealed a cardiac perforation. The pericardial effusion dissipated on its own. Prior to the repositioning procedure, additional fluoroscopy was performed and a rv dislodgement was noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.